Manufacturer narrative:
One sample model 2426-0007 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and a bd secondary set was attached primed with blue dye water. Back flow was observed. The customer complaint was verified and a quality notification was sent to the supplier. Supplier investigation found a particulate in the back check valve: polyisoprene rubber. From the manufacturer's investigation, it was not possible to confirm that the contamination occurred at the plant, as the condition could not be replicated. Manual assembly containers are cleaned as part of the established cleaning procedure, and the automatic assembly machine undergoes cleaning three times per shift.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had flow issues. The following information was provided by the initial reporter: we had an issue with primary IV tubing where the secondary was backing up into the primary tubing bag. Ref 2426-0007.